Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274trk biv ICD, implanted: (B)(6) 2010; 694758 lead, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that during the device change for normal depletion, the right atrial (ra) lead was capped and replaced due to a high threshold of 3v @ 1 ms. No patient complications have been reported as a result of this event.